Event description:
It was reported that this pacemaker exhibited r-wave and t-wave oversensing on the atrial channel. Device data was sent to rhythmcare for review. Data review determined there were variable amplitudes and inappropriate atrial tachy response (atr) mode switches. Rhythmcare then provided further troubleshooting and programming options to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.